Event description:
The user facility reported a 57-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, after that nurse turned the patient, the purge flow dropped and, upon inspection noted that it was fluid was coming out from the filter area. There was no serious harm to the patient as a result of this incident. The patient was escalated to an impella 5.5 device with no issues.

Manufacturer narrative:
The impella cp and purge cassette were received from the user facility. Pump was investigated and the purge leak-pump issue reproduced during the investigation. Leak was observed on the reservoir adhesive joint to the filter. No other abnormalities were found. The cause of the purge leak issue was due to damage to the reservoir adhesive joint to filter joint. The purge leak failure was observed close to 12 days after implant. The impella cp optical device is not indicated for support more than 8 days of design life period according to design per information for use. The failure modes will be monitored and trended.